Event description:
Event description boston scientific crm received information that this cardiac resynchronization therapy defibrillator (crt-d) detected noise on the ventricular channel resulting in pacing inhibition. The morphology of the noise appears to be rhythmic, possibly due to snoring.